Event description:
Discordant, falsely elevated sodium, potassium, and chloride results were obtained on one patient sample on a dimension xpand with hm instrument. The sample was automatically rerun on the same instrument and also produced elevated results. The discordant results were not reported to the physician(s). The sample was rerun on an alternate instrument and resulted as expected. The rerun results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium, potassium, and chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the integrated multisensor technology (imt) pump and x-tubing was installed incorrectly and there was air in the diluent syringe. The cse replaced the diluent syringe, the imt pump assembly, and a sensor. The cse then ran a patient sample on the instrument and on the alternate instrument, and the results matched. The cause of the discordant, falsely elevated sodium, potassium, and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.